Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 85mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient experienced an empty pump. It was noted that the patient was due for a refill. It was noted in passing when discussing the original reason for the call that they have a non-compliant patient who missed a refill and their pump went empty. It was confirmed that the missed refill and empty pump happened about a year ago. They have not notice volume discrepancies at their refills since the event. It was noted that no troubleshooting was performed due to lack of access to the product. No symptoms were mentioned. The event date was unknown (about a year ago). No further complications were reported.